Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that ¿not working". Additional information received, "the product would display values and then suddenly display no values. No documentation or feedback whether there was an error message or audible alarm". No known impact or consequence to patient.

Manufacturer narrative:
The returned sensor was evaluated. The returned senor passed visual inspection however failed functional analysis due to a broken eeprom trace within the rd15 connector. Software testing was inconclusive due to the broken trace which was confirmed by x-ray analysis. A service history record review reveals that this unit was in the field for over six (6) months with no previous reported issues prior to this reported event, corrected data: correct field : the serial no. (B)(4) on the initial report should be lot no.